Event description:
It was reported that this artificial urinary sphincter (aus) balloon was returned to boston scientific without allegation. Upon analysis a device problem was identified.

Manufacturer narrative:
Upon receive at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pressure regulating balloon was visually and microscopically inspected, and leak tested. Visual inspection identified a large tear in the balloon shell consistent with avulsion and material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally tested due to the confirmed damage. Based on the information available and analysis results, a conclusion code of caused traced to component failure was assigned to this investigation.